Event description:
User facility reported during a novasure (ns) procedure, the patient had a "vasovagal reaction (shivering, fingers contracted, blood pressure dropped).. Due to dilation." The ns procedure was completed successfully. Emergency medical services (ems) was called to the physician's office and reviewed the patient's status before discharge. The patient was then taken to the hospital "as a precaution". It is not known if the patient was admitted. We have been unable to obtain additional information from the user facility.

Manufacturer narrative:
Device history record (DHR) review for the disposable device could not be conducted as a lot and serial number were not provided by the complainant. Device history records (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and the reported complaint. The disposable device and the rfc involved in this event were not returned; therefore, an investigation was unable to be performed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.